Manufacturer narrative:
On (B)(6) 2021, the customer observed three patient results of 2.0 miu/ml (negative) when using advia centaur xpt thcg, lot 326. The samples were repeat-tested on the advia centaur xpt, and produced positive results. These same patients were tested again using an alternate method, and yielded positive results. The positive hcg results were accepted as correct. Assay quality controls were within range, and no instrument issues were observed or indicated in logs. The instructions for use (IFU) for advia centaur thcg states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer observed advia centaur xpt total hcg (thcg) results for 3 patients which were identified as falsely-depressed relative to repeat testing using the same method and an alternate method. There are no known reports of patient intervention or adverse health consequences due to the discordant thcg results.

Manufacturer narrative:
MDR 1219913-2021-00112 was filed on 18-feb-2021 to report three low discordant patient results observed when using advia centaur xpt total hcg (thcg), lot 326. Additional information, 05-mar-2021: siemens has concluded the incident investigation. The customer observed three low discordant thcg patient results on (B)(6) 2021. The initial results were <2 miu/ml; repeat-testing results were significantly higher. The higher values were reported as clinically accurate. All quality control results were within range and no system errors were identified on the day of the event. The customer also tested the three samples using an alternate method and the results were positive. Service investigated the issue at the customer site on 15-feb-2021. No instrument issues were identified, but the engineer tested the system by running dark counts (background measurements) and precision studies. Thcg quality controls and patient samples were run in replicates of 5, and observed precision met manufacturer's guidelines. Siemens cannot definitively determine the cause of this discrepant result. Contributing factors such as sample integrity or an isolated instrument event cannot be ruled out. Repeat testing of the same samples yielded expected results. The customer has monitored thcg performance and has no further concerns. A potential product issue has not been identified. The customer is operational. No further evaluation of the device is required. Note: in section h6, the investigation findings and investigation conclusion codes were added.